Manufacturer narrative:
The patient stated that he pressed and squeezed the finger when he obtained the blood sample. Product labeling states: "gently squeeze from the base of the finger to develop a hanging drop of blood." The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Initial reporter occupation is lay user/patient.

Event description:
We received an allegation of questionable inr results for one patient tested with coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. The result at 8:30 from the laboratory using a venous blood sample was 2.5 inr. The result at 9:03 from the meter using a capillary blood sample was 3.4 inr. The patient pressed and squeezed his finger when he obtained the capillary blood sample. The patient's therapeutic range is 2.5 - 3.5 inr.

Manufacturer narrative:
Medwatch field d4 has been updated.